Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus. Block h11: investigation results. The returned cre wireguided dilatation balloon was analyzed, and a visual inspection found the catheter with evidence of bending and stretching, and the original guidewire also exhibited bends. Functional inspection was performed, and the balloon was inflated without any problem; however, it was not able to hold the pressure due to it had a pinhole in the balloon, located approximately at 85 mm from the tip of the device. Microscopic inspection confirmed the balloon pinhole. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2025. During the procedure, when inflating the balloon leaks were observed. A photo of the complaint device inside the patient was provided by the complainant and showed the balloon with multiple pinhole leaks. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilation procedure performed on (B)(6) 2025. During the procedure, when inflating the balloon leaks were observed. A photo of the complaint device inside the patient was provided by the complainant and showed the balloon with multiple pinhole leaks. The procedure was completed with another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered.